Event description:
It was reported that a star ankle poly swap took place. The original case was scheduled to "clean up the gutter" and to examine the implant as the surgeon was "worried that the talar component may be loose but it wasn't" and "decided to change out the poly just in case".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device discarded.